Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent exploratory laparoscopy on (B)(6) 2020 during which the surgeon noted small bowel obstruction and extensive adhesiolysis to take down adhesions of omentum and bowel from the mesh. Once the majority of the anterior abdominal wall adhesions were taken down, he explored the small bowel and found extensive dense adhesions and the obstruction. Further adhesiolysis was performed to ensure that all bowel was released. It was reported that the patient underwent laparotomy surgery on (B)(6) 2021 during which the surgeon noted his bowels were glued to the other together by fibrous adhesions and this required again a slow careful meticulous dissection. Distal jejunum was quite chewed up from the dissection and also where this segment had been adherent to the undersurface of the anterior abdominal wall and mesh. It was reported that the patient experienced severe pain and inflammation. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2020. (B)(4) submitted for adverse event which occurred on (B)(6) 2021.